Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported the power supply faulty. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the power supply. The device has been returned to normal function.

Event description:
The customer reported the power supply is faulty. No patient involvement.